Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple unspecified alarms occurred and the user was unable to resume insulin delivery. Additionally, it was reported that the user experienced a low blood glucose level. However, the exact value was not provided. Reportedly, the bg level was due to miscounting carbohydrates. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information was provided.